Event description:
The customer reported that the hospital lost electrical power while the ventilator was in use on a pt. At the loss of hospital ac power, the ventilator shut down and alarmed, but failed to transfer to backup battery power as specified. The unit performed a restart and did resume operation on ac power when hosp electrical power resumed. The customer reported there was no pt harm. The MFR's svc tech noted a diagnostic code in the ventilator log history that indicated a 24/+-12 volt power fail condition. The svc tech confirmed the backup battery would not hold a charge. The svc tech replaced the backup battery to correct the problem. Extended self testing (est) and final applicable testing was performed and the ventilator passed per operating specs.

Manufacturer narrative:
Na